Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. There was no blank display when the battery was inserted. The insulin pump was received with scratches on the lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's husband reported via phone call high blood glucose levels and blank display on the insulin pump. Customer's blood glucose level was 430 mg/dl. Customer treated themselves with a manual syringe. Troubleshooting for blank display was performed. Troubleshooting was unable to resolve the issue and the display did not return. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.